Manufacturer narrative:
Inratio precision data provided by end-user lot 060818: (2007) first test inr = 5.5; second test inr = 7.5; mean = 6.5; sd = 1.41; %cv = 21.76%. On (the next day) first test inr = 4.1; second test inr - 2.3; third test = 3.7. Mean = 3.4; se = 0.95 %cv = 28.07%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Discrepant results (accuracy) comparison inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 4.1; lab: 3.18; mean: 3.64; confidence limits: 2.2-5.3. Per internal procedure, the mean of the inratio and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context to the documented variability for inr testing. Therefore, further testing is not required at this time.

Event description:
Caller alleged imprecision with iratio. Results as follows: first test inr = 5.5; second test inr = 7.5. First test inr = 4.1; second test inr = 2.3; third test = 3.7. Caller alleged inaccuracy with inratio. Results as follows: inratio: 4.1. Lab: 3.18.